Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported previously dropping the pump. The customer's blood glucose (bg) level was impacted (450 mg/dl). The customer delivered a manual injection to address bg level. It was indicated that the customer had manual injections as alternate insulin therapy available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.